Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that the patient with this right ventricular (rv) lead underwent an ablation procedure and a shock impedance measurement of greater than 200 ohms coincided with the time of the procedure. Technical services (ts) indicated that the high energy from the ablation likely created high energy on the lead coils which caused the out of range measurement. It was noted that the most recent shock impedance value was back to normal and continuous monitoring was recommended. This lead remains in service. No adverse patient effects were reported.